Event description:
There was a report of an occurrence of a blood leak from the heat exchanger of a fluid warming infusion set. No pt was involved as the issue was discovered during testing prior to use.

Manufacturer narrative:
Evaluation summary: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.